Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low power hazard alarm and a no external power alarm on (B)(6) 2024 at 22:24, but the patient and their wife denied accidental disconnect, loss of power to their home, or any other cause of the no external power alarm. A review of the log file confirmed the reported power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit (mpu) on (B)(6) 2024 at 22:24. There were no pump interruptions during these events as the system controller¿s emergency backup battery (ebb) functioned as intended. The alarms resolved upon reconnection of the mpu power.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4, PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days (27feb2024 ¿ 04mar2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on 01mar2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved within a few seconds when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times, and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.